Event description:
Information received from a consumer patient who had an implanted pump. Indication for use was noted as spinal pain. It was reported that the physician let the patient's pump "go dry." The physician let it run out in (B)(6) 2014. The patient stated "running it and nearly killing me." The patient no longer sees their follow-up physician. The pump was removed in (B)(6) 2015. It was noted that the patient wanted nothing to do with the physician nor the manufacturer. The patient had their pump and it was still beeping. The patient requested to have it shut off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.